Manufacturer narrative:
A related report number (h10) was inadvertently included in error by the MDR submitter in the initial report. There is no applicable related report number for MDR number 1527821-2024-00015.

Event description:
The user facility reported that during a patient procedure their westcott-type utility scissors were "dull".

Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation in progress. A follow-up MDR will be submitted once additional information becomes available. The lot number is unknown, therefore, the applicable production identifiers were not included in the MDR."

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the product, the root cause cannot be determined. A 2-year complaint review indicates this to be an isolated event. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.